Manufacturer narrative:
Manufacturer's report date: 01/27/2011. (B)(4). The customer's experience of leaking due to crack in the tubing between the drip chamber and the check valve was confirmed. The crack was observed to be a pinch cut in the pvc tubing. When the cut occurred was not identified. The infusion was stated as being started on (B)(6) and the leak was not noticed until (B)(6). Functional testing performed on the partial set received shows that the leaking would have been evident during priming. Since the leaking was not immediately observed, that would suggest that the damage to the tubing happened during the infusion, the most likely scenario being the tubing got caught and the tubing was pulled, creating the jagged pinch cut in the tubing. The root cause of the customer's experience was identified as leaking due to pinch cut in the pvc tubing. The cause of the cut was not identified.

Event description:
Set was hung on (B)(6) 2010 at 1900 infusing d5ns. On the morning of (B)(6) 2010, a puddle of fluid was found on the floor and a leak was noted from the IV tubing between the drip chamber and the check valve. The set was saved and will be sent back for investigation. No pt harm. No additional information available.